Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify. Please refer to the event description, other information requested is unknown. D4: UDI: (B)(4) unavailable, product made prior to gtin compliance date.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2024 and suture was used. During the procedure, at 14:55, the patient was admitted to the hospital due to "pain and bleeding in the right calf caused by trauma for 1 hour". The surgery was performed at 15:00. The doctor followed the standard operation and checked the suture before use. No abnormalities was found. During the suturing process, the problem of pulling off suture needle happened. The suture of the same batch was replaced to complete the surgery. No adverse patient consequences were reported. Additional information was requested.